Event description:
Physician reported that sometime after being treated for an infection and without any dose changes, the patient experienced a decrease in respiratory rate that responded to narcan and dose decrease. Patient was being treated with morphine (50mg/ml). Additional information has been requested concerning event details and patient outcome. Should any significant information be received, a follow-up report will be submitted.

Manufacturer narrative:
This report is being sent following an internal audit.